Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. Physio will be returning the device to the customer.

Event description:
It was reported that the device failed to deliver a 200j defibrillation shock to a patient in ventricular fibrillation during the first and second attempts. However, the device delivered a 300j and 360j shocks to the patient during the third and fourth subsequent attempts respectively. The patient was in asystole ECG rhythm thereafter and did not require additional defibrillation therapy. Physio-control's clinical specialist review of the reported event found that the device use did not contribute to the patient outcome.